Manufacturer narrative:
The impella deivce was not received by the customer and therefore, investigation of device was not possible. A supplemental MDR will be filed if new information is obtained.

Event description:
The complainant reported a (B)(6) male patient suspected of enduring hemolysis during impella support. As treatment, haptoglobin was delivered.